Event description:
Consumer followed instructions and had just put on belt, and turned it "on", at "low" setting, when they suddenly felt a painful electrical shock on their stomach (where the belt touches the bare skin). Consumer's hands also received electrical shock while removing belt. No treatment was needed. Same day: consumer called and explained incident to MFR's customer svc rep. Rep offered consumer a full refund upon return of the belt. Consumer accepted this offer. Consumer feels this poses an electrical shock hazard. Belt uses a 3 volt lithium battery.